Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Gum punctured [gingival injury]. Gum punctured by a piece of plastic when the brush head broke off [injury associated with device]. Brushhead came off in mouth and some of the plastic broke off [device breakage]. Swallowed plastic from brushhead when it came off in mouth and plastic broke off [accidental device ingestion]. Swallowed plastic from brushhead [exposure via ingestion]. Case description: an adult female consumer of unspecified age reported that on (B)(6) 2016 the oral-b precision clean brushhead came off in her mouth and some of the plastic broke off while used with an oral-b vitality series toothbrush. The consumer asserted that she had no idea how much of the plastic she had swallowed, and that her gum was actually punctured by a piece of plastic when the brush head broke off. She stated that she had just bought this replacement brush head as well as 2 others; she threw the other two unused brush heads away as she was concerned that they too were defective. This was not the first time that she had used these particular brush heads. She did not do anything to help relieve the problem. The case outcome was improved. Other relevant history: allergies - none. No further information was provided.